Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited t-wave oversensing (twos) which led to inappropriate therapy. The lead is still in use. No further patient complications have been reported as a result of this event.